Event description:
It was reported that the pwd (person with diabetes) stated that they had line blocked alarms and tried to resume with current cassette several times, but the alarm kept repeating. It was noticed that the tubing was actually kinked. The patient discarded the kinked tubing. There was no patient harm or injury reported.

Manufacturer narrative:
D4: the primary di# has been used as the lot information is unknown. A4 - weight: 248 (unit is not provided) investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.